Event description:
It was reported that upon receiving the package of the device, the box and the product allegedly found to be damaged and component lost sterility. It was further reported that the box and the product inside are damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter kit was returned for evaluation. Gross visual evaluation was performed on the returned kit. The investigation is confirmed for the reported tear, rip or hole in device packaging and identified delivered as unsterile product issues as the outer tray was noted to be crushed and fractured, a hole was noted on the outer packaging lid and tyvek lid breaching the sterility, the outer carton box was noted damaged in the provided photo. The investigation is also confirmed for the reported device damaged prior to use issue as the components inside the package was damaged and further a small piece of the broken component was returned. The investigation is also confirmed for the identified peeled/delaminated issue as a part of the unit label on the tyvek lid was noted to be delaminated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2024), g3, h6 (device, method). H11: g1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that upon receiving the package of the device, the box and the product was allegedly found to be damaged. There was no patient contact.